Manufacturer narrative:
A ge svc rep performed an on site investigation. The system interface board and the ps2 power supply were installed during the svc call. The system was tested and found to be working as intended, and put back into svc.

Event description:
It was reported that the 6800 system locked up with an error message at boot up. No pt injury was reported.